Event description:
Background our son, (B)(6), was born at 26 weeks gestation and has a documented history of respiratory vulnerability. Prior to travel, his treating neonatologist confirmed in writing that supplemental oxygen should be available during air travel due to the risk of oxygen desaturation associated with cabin pressure and specifically anticipated the use of a philips respironics simplygo portable oxygen concentrator during the flight. The equipment was therefore purchased for a clearly identified and medically significant purpose. Knowledge, reliance and foreseeability this is not a case involving the routine sale of consumer goods. You were repeatedly informed that the equipment was being purchased for use by a medically vulnerable former 26-week premature infant with a documented history of respiratory compromise undertaking long-haul international air travel. You were specifically informed of the purpose for which the equipment was required and the consequences that could arise if the equipment failed during flight. We repeatedly raised concerns regarding the condition of the equipment, the reliability of the batteries and the suitability of the unit for prolonged international travel. Those concerns were not hypothetical. They were raised because the equipment was intended to provide oxygen support to a vulnerable infant in circumstances where alternative sources of oxygen would not necessarily be immediately available. Despite those concerns, you repeatedly represented and assured us that the equipment had been tested, was suitable for its intended purpose, was reliable and was fit for use during the flight. Those assurances were relied upon when deciding to purchase, retain and ultimately use the equipment. Accordingly, you knew, or at the very least ought reasonably to have known, that any failure of the equipment during flight created a foreseeable risk of serious injury or death and that we would rely upon your expertise, representations and assurances when making decisions concerning the safety of our child. The incident during international air travel, whilst being used for the precise purpose for which it had been supplied, the oxygen concentrator began repeatedly malfunctioning before ultimately suffering a complete failure. The unit would repeatedly power down and, when restarted, would only remain operational for a matter of seconds before failing again. As a direct consequence: the aircraft crew declared a medical emergency. A request was made for medical assistance on board. Emergency supplemental oxygen was administered by the airline. Our son's oxygen saturation fell to approximately 82%. The flight was required to provide priority medical handling on arrival. Had emergency oxygen not been immediately available, the consequences could have been catastrophic. The equipment was intended to protect a medically vulnerable premature infant from precisely this risk. Instead, it failed during the very circumstances for which it had been purchased. Post-incident conduct following the incident, we immediately preserved the oxygen concentrator, all associated batteries and accessories, documented the failure through photographs and video recordings and commenced preservation of all relevant evidence. We also formally disputed the transaction through american express and began obtaining independent legal advice. Since that time, we have repeatedly requested basic information that any responsible supplier facing an incident of this seriousness would ordinarily provide, including identification of the relevant contracting entities, insurers, refurbishment history, maintenance history, testing records and quality assurance documentation. Despite the gravity of the circumstances, no meaningful disclosure has been provided. Instead, your primary response has been to request return of the machine before any independent forensic examination can be undertaken.